Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 572 mg/dl. Customer tried bolus but got insulin flow blocked alarm. Customer declined to troubleshoot for the issue. It was unknown if the insulin pump was on auto mode at the time of incident. The insulin pump will not returned for analysis.